Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). There was calcification present on the left ventricular outflow tract (lvot) towards the left-coronary cusp (lcc) side as well as the non-coronary cusp (ncc) and near the right to left commissure. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 22 mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at a depth of 3 mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). After release, the valve was at a depth of 2 mm on the ncc and 4 mm on the lcc. It was also reported that the valve was required to be recaptured more than two times due to positioning issues; an incomplete stent opening (iso) was also observed but able to be mitigated as per the established steps. Post-implant, paravalvular leak (pvl) was observed from the rcc to lcc. Post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 23 mm, non-abbott balloon but expanded within approximately 23 mm to 25 mm then the valve migrated even further towards the annulus at a depth of 0 mm on the ncc and 3 mm on the lcc. Despite dilation, the stent frame was reported to have not changed. Pvl had reduced slightly but remained severe; navitor was repositioned using a snare to the ascending aorta and a 26 mm, non-abbott valve was implanted. Moderate pvl remain persisted at the same location and a post-bav was performed reducing to mild pvl. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes the fundamental root cause towards the need of second valve was due to the pvl on the r¿l side due to calcification. The patient was in a stable condition.